Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. Customer was treated with insulin pump and manual injection. Customer stated insulin pump had alarmed with insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was inactive at the time of incident. The customer's last blood glucose was 18.3 mmol/l. Troubleshoot for high blood glucose could not be completed. The insulin pump will not be returned for analysis.